Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to power up.